Event description:
Patient experienced two v-gos that the needle button popped out prematurely. The patient checked her readings and her blood glucose was 143 and noticed that the needle button had popped out. Patient states that the 143 reading was high, patient normal readings range anywhere from 80-120.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the needle/start button released complaint could not be confirmed. The device appears to have performed as expected.